Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system experienced failure to close message for full height cubie drawer 6 due to magnet missing from insep. The field service engineer replaced insep and found a stray magnet, which he removed from station and restored the station's service. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system, the full-height drawer 6 was not registered as closed, preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow due to this malfunction. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis medstation system, the full-height drawer 6 was not registered as closed, preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow due to this malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a " failure to close" message for the full- height cubie drawer due to a missing magnet from insep. The field service engineer replaced insep and removed a stray magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.